Event description:
Ous MDR - after an implantation period of approx. 44 months, oversensing with aborted shock was noted via homemonitoring.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 12.5 cm distal to the is-1 connector pin. All parts of the lead were received for analysis. The visual inspection showed the ligature marks approx. 41 cm proximal to the lead tip. Furthermore, abrasion marks along the lead body were observed. In particular, approx. 50 cm proximal to the lead tip the inspection revealed a rubbed through insulation. In this region the coating of the conductor cable to the ring electrode was damaged. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as the generator can. Diagnostic images clarifying this assumption were not available. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.